Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 31mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. An abbott sizer was used in the surgery. Prosthetic valve endocarditis occurred on the patient two years ago which improved with medication. However, opening/closing mobility of the p3 side of the posterior cusp was limited which gradually led to mitral regurgitation(mr). On (B)(6) 2020, a re-do mvr was performed and the epic valve was explanted, replaced with a mosaic bioprosthesis mitral valve(manufacturer: medtronic). The patient is stable.

Manufacturer narrative:
Explant was reported due to mitral regurgitation and limited mobility. The investigation found that there was marked circumferential fibrous pannus ingrowth on the inflow surface of the cusps which narrowed the inflow diameter markedly and limited the cusp mobility. There was fibrous pannus ingrowth on the outflow surface of cusps 1 and 2 which extended over the commissures of the cusps. There was a tear in cusp 3. There was organizing thrombus underlying the pannus in cusps 2 and 3, and in cusp 2 calcifications were also underlying the pannus. Cusp 3 contained a fold. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus noted would have contributed to the reported limited leaflet mobility and the regurgitation. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Additional information.